Event description:
Litigations papers allege the patient was revised because the acetabular shell was loose because it had no bone in-growth. It is further alleged that the implant was rejected because of the toxic metal particles created by the asr hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.